Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when opening the package, the catheter was not connected to the sample port connector.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that, when opening the package, the catheter was not connected with the sample port connector.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found that the connector with sample port was broken. It was noted that the broken area were not smooth. No weak spots were observed. None of the processes were capable of reproducing the sample condition, or the reported problem. How and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "avoid force on the connecting parts as they may be accidentally disconnected due to the weight of the drainage bag etc. And may cause urine spill." (B)(4).

Event description:
It was reported that when opening the package, the catheter was not connected to the sample port connector.